Event description:
In surgery for burrhole to relieve pressure of chronic subdural hematoma. Evaluated as 10-15 minute procedure, pt needing only versed and supplemental o2 delivered by nasal cannula and 3l by mask to help support airway position. Surgeon had just finished using es pencil-still in his hand-when flames ignited under drape. Pt received 1st-2nd and small amount of 3rd degree burns to face, neck, shoulders (anterior & posterior) head.